Event description:
It was reported that a right superior pulmonary vein stenosis was discovered in 2006 and was related to the first procedure approx 4 months ago. The event was reported to be procedure related and the product used was a navistar thermocool catheter, model and serial number unk. Prognosis of the pt was reported to be satisfactory.